Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent and patient had high blood glucose levels which was treated with correction injection via multiple daily injections (mdi) on (B)(6) 2026 and the symptoms were observed within three or more hours after insertion, and it has been in use for six to eight hours.